Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record of the reported device could not be conducted because the lot number was not provided. The reported patient effect of angina is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2015 the patient was hospitalized for pre-cardiac discomfort. Coronary angiography on (B)(6) 2015 showed single vessel disease. A 2.75x 23 mm xience xpedition stent was implanted in a 90% stenosis in the proximal right coronary artery (rca). The patient was discharged on (B)(6) 2015. The patient was re-hospitalized on (B)(6) 2015 for chest pain and tightness. No coronary angiography was performed. Medication was given and the patient discharged on (B)(6) 2015. The patient was re-hospitalized on (B)(6) 2015 for the same symptoms. Medication was given and the patient discharged on (B)(6) 2015. No additional information was provided.